Event description:
Discrepancy between the implant label noted (eccentered) on the packaging and the implant inside (centered). Opening of another implant. No delay.

Manufacturer narrative:
This event is related to voluntary recall fa- wmg-2021-005 for product mix. During reassessment of the reported event after health hazard evaluation assessment was concluded the reportability decision was revised to be reported under the vigilance process with the awareness date of october-14-2021. All affected parts were recalled. Investigation was conducted and confirmed that two specific lots of flex reversed tray have been swapped and contain the incorrect product in the package : aequalis ascend flex reversed tray (+)0 thickness, 1.5mm offset, reference dwf510, lot 1197aw and aequalis ascend flex reversed tray (+)0 thickness, 0.0mm offset, reference dwf500, lot 1179aw. A review of the device history for the reported lot did not indicate any abnormalities. Based on investigation, the root cause was attributed to a manufacturing related issue. The affected parts were recalled. The root cause is attributed to a manufacturing defect (human error during a packaging step).